Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. The device memory indicated a ventricular tachyarrhythmia therapy (cardioversion - inappropriate shock). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead t-wave oversensing (twos) was recorded as a high-rate non-sustained episode with the patient experiencing palpitations and chest discomfort. It was also reported that undetected slow ventricular tachycardia (vt) occurred a few days later and the rv lead intermittent twos had already been confirmed, and the lead integrity alert (lia) alert was activated. In addition, it was noted that detection occurred in the ventricular fibrillation (vf) zone due to consecutive rv lead twos, and the twos' function was unable to operate, resulting in an inappropriate shock. The slow vt was terminated by the inappropriate shock, and only one instance of inappropriate therapies occurred. The patient was hospitalized for heart failure due to the slow vt. To allow treatment in the event of slow vt, the vt detection rate was lowered. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead t-wave oversensing (twos) was recorded as a high-rate non sustained episode. It was also reported that undetected slow ventricular tachycardia (vt) occurred a few days later and the rv lead intermittent twos had already been confirmed, and the lead integrity alert (lia) alert was activated. In addition it was noted that detection occurred in the ventricular fibrillation (vf) zone due to consecutive rv lead twos, and the twos function was unable to operate, resulting in an inappropriate shock. The slow vt was terminated by the inappropriate shock, and only one instance of inappropriate therapies occurred. The patient was hospitalized for heart failure due to the slow vt. To allow treatment in the event of slow vt, the vt detection rate was lowered. The rv lead remains in use. No further patient complications have been reported as a result of this event.